Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). In a f/u call to the facility, the reporter stated that he currently has the pump and it will be returned for eval when it is released by their facility. The reporter stated that the actual IV set involved was also returned along with the pump but the set was not loaded in the pump when he received it. The reporter was unable to comment on the pt's condition. As of this time, the actual pump and IV set involved in the incident have not been received for eval. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility: serial # (B)(4). Over infusion of unk therapy. Medwatch #230104-2012-0002.